Event description:
It was reported that t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The root cause of the t wave oversensing was thought to be pseudo fusion. Programming changes were made. There were no patient consequences.